Manufacturer narrative:
Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, and no information was made available. Based on the information available there is insufficient information to confirm the reported problem. The final disposition of the device cannot be confirmed since the customer did not provide additional information despite multiple requests. The investigation concludes that no further action is required at this time. H3 other text : multiple attempts were made to request information regarding resolution.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the power module was not working and the unit cannot be charged. There was no reported patient involvement.